Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.

Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, difficulty removing the stent delivery system (sds) occurred. The patient's anatomy was severely tortuous. The lesion was located in the circumflex (cx). The vessel was severely calcified and 90% stenosed. The physician pre-dilated the area with a voyager 3.00x15mm balloon and then attempted to advance a taxus express2 3.00x16mm drug eluting stent (des) to the lesion site. The physician decided to use a longer length stent and began to remove the entire sds. Upon attempting to remove, the sds became stuck in the calcification. The physician applied pressure when trying to remove the sds from the calcium. Multiple guide wires had been advanced down the left coronary system (one in the left anterior descending (lad) artery and one in the cx). The catheter was moved back and forth several times and then slipped passed the calcium. The sds was removed safely from the patient and intact. However, the physician noticed the distal end of the monorail portion of the shaft appeared to be stretched. The procedure was successfully completed with a taxus express2 3.00x20mm des. There were no reported patient complications.